Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump was received with a critical pump error (open book image) alarm due to moisture damage. Per visual inspection both battery connectors to the main board as well as the back of the lcd display were heavily corroded. Unable to perform the displacement test due to critical pump error (open book image) alarm. There is a crack on the battery tube. Also the thin plastic strip located above the lcd screen is missing.

Event description:
It was reported that the back of the insulin pump had a crack. Blood glucose level at the time of the incident was not provided. The product was returned for analysis..